Event description:
It was reported that the insulin pump alarmed button error and an unresponsive keypad. The blood glucose reading was 42 mg/dl. The customer already treated for the low blood glucose levels. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Findings: the unit received intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. The insulin pump was received with minor scratched display window. The corner of the unit received had cracked case display window. The insulin pump was received with cracked reservoir tube lip.